Event description:
(B)(4).

Manufacturer narrative:
This unit was tested and complaint was confirmed. The gas sensing unit was changed to fix this issue. The unit was retested and calibrated prior to shipping back to the customer.

Manufacturer narrative:
Awaiting requested device for repair and failure investigation.